Manufacturer narrative:
The device was not returned for evaluation. The customer reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached over 300 mg/dl and the adhesive was wet. She was not sure the cannula was in her skin.